Manufacturer narrative:
This medwatch is reporting the blood pump circuit exchanges and clots found. The referenced exchange of the cmag console due to drop in speed was reported under medwatch MFR report #2916596-2018-03627. Serial/lot number for the pump was not available. (Concomitant medical products and therapy dates). Serial/lot number for the other 3 exchanged pumps were not provided. Therapy dates for each of the products are estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was started on extracorporeal circulatory support on (B)(6) 2018. On (B)(6) 2018, at approx. 4am, the centrimag (cmag) console started to drop rpms on its own, from 5200 to 4950 rpms. No alarm was present and the rpm decline was within one hour. When this was noted, a decline in flow also was observed to drop from around 5.5 lpm to 5 lpm. The patient experienced a drop in pressure and some rhythm changes, but was reported to be stable and okay at the time of the event. An ECMO specialist troubleshot the problem and first tried to change the rpm back up to 5200 rpm, but was unable to achieve set rpm. He then tried changing a new cmag motor to the existing pump and console, but the problem persisted. He then placed the original motor (that was on the patient with the initial problem) on a new console, and the problem stopped and the ECMO run continued. Additional information received on 22aug2018 indicated that the blood pump circuit was exchanged 3 times ((B)(6) 2018 through (B)(6) 2018). It was reported that the patient had a clot formation issue before the cmag system was initiated and hospital personnel confirmed that clots were found in the cmag blood pumps and circuit. The patient expired on an unspecified date for other reasons not related to the cmag blood pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus within the centrimag blood pumps, and extracorporeal circuit could not be confirmed through this evaluation because the products were disposed and no photos showing the presence of thrombosis within the cmag blood pumps or circuit were submitted by the account. The us centrimag blood pump instruction for use states that the pump has not been qualified through in vitro, in vivo, or clinical studies for long-term use (longer than six hours) as a bridge-to-transplant or for pending recovery of the natural heart. This document also lists thromboembolic phenomena as a possible side effect that may be associated with the use of the centrimag blood pump. No further information was provided. The manufacturer is closing the file on this event.